Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltapaq cerecyte microcoil 4 mm x 8 cm (cdf10040830 / f52401) failed to detach. Sl10 micro cath placed in aneurysm and ev3 balloon size/type unknown. The 4x8mm deltapaq would not detach after multiple attempts and efforts to try. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the detachment difficulty of the coil. Therefore; the root cause of the coil¿s nondetachment could not be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. The complaint could not be duplicated during analysis, the device functioned as expected. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information does not suggests what other factors may have contributed to the reported difficulty.

Event description:
The complaint received states that during use the deltapaq cerecyte microcoil 4 mm x 8 cm (cdf10040830 / f52401) failed to detach. Sl10 micro cath placed in aneurysm and ev3 balloon size/type unknown. The 4x8mm deltapaq would not detach after multiple attempts and efforts to try. There was no report of injury for the patient.